Event description:
It was reported that during an implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk as a result of oversensing right atrial (ra) signals on the right ventricular (rv) channel. It was noted that the physician repositioned the rv lead and the issue was resolved. No adverse patient effects were reported. This rv lead remains in service.